Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified saline breast prostheses and experienced generalized illness symptoms including severe joint pain, severe muscle pain, fatigue, cataracts, numbness in fingertips, memory problems, confusion, swollen joints, sores in the nose, ulcers in the mouth, non-alcohol fatty liver disease, liver inflammation, positive ana, and positive anti-ds dna homogenous post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the health effect - clinical code e2402 in section h6 was not clarified in the previous report. H6 health effect - clinical code e2402: generalized illness manufacturer¿s reference number: (B)(4). On (B)(6) 2022, mentor became aware that the health effect - clinical code e2402 in section h6 was not clarified in the previous report. H6 health effect - clinical code e2402: generalized illness.